Event description:
It was reported that the hcu30 device would shut off after three hours of use. The device was swapped for another. No patient injury reported. (B)(4).

Manufacturer narrative:
(B)(4). Maquet provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.